Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise was confirmed in the laboratory. During a capacitor maintenance charge, noise was observed. The cause of the noise was due to current leakage from the high voltage switches.

Event description:
It was reported that prior to implant when performing capacitor maintenance, the device began to detect and charge for vf. Atp was delivered. Review of session records suggest emi interference. Device was not implanted.